Event description:
Boston scientific received information that this left ventricular lead displayed an increase in pacing threshold and impedance measurements. A lead revision procedure was performed. Fluoroscopy used during the procedure identified a potential lead fracture. The lead was explanted and replaced. The lead will not be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.